Event description:
During the removal of an esophageal 30mm dilator/ bougie, the white tip separated from the shaft and remained in the esophagus. Endoscopic surgery was performed successfully with no patient injury. The patient was required to remain two (2) extra days in the hospital. The patient has received eight (8) dilator treatments in the past year using this particular bougie set.